Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was not working. It was reported that it was blowing fuses and when they opened it, there was a burn mark on the circuit board. There was no allegation of patient death or serious injury.